Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the sharp edges occurred due to dent in the outer tube. The most probable cause of outer tube dent is due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the outer tube has a dent and therefore has sharp edges. There was no patient involvement.